Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: potential complications: possible complications include, but are not limited to, the following: movement or migration of the filter is a known complication of vena cava filters. This may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in the IFU. Migration of filters to the heart or lungs have also been reported in association with improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Filter fracture is a known complication of vena cava filters. There have been reports of embolization of vena cava filter fragments resulting in retrieval of the fragment using endovascular and/or surgical techniques. Most cases of filter fracture; however, have been reported without any adverse clinical sequelae. Perforation or other acute or chronic damage of the ivc wall. Acute or recurrent pulmonary embolism. This has been reported despite filter usage. It is not known if thrombi passed through the filter, or originated from superior or collateral vessels. Caval thrombosis/occlusion. Extravasation of contrast material at time of venacavogram. Air embolism. Hematoma or nerve injury at the puncture site or subsequent retrieval site. Hemorrhage. Restriction of blood flow. Occlusion of small vessels. Distal embolization. Infection. Intimal tear. Stenosis at implant site. All of the above complications have been associated with serious adverse events such as medical intervention and/or death. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs perforated with two detached limbs migrated to the right lung. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly expired.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately, twelve years seven months of post deployment, a lumbar spine x-ray was performed on patient reportedly experiencing acute chronic back pain and pelvis pain due to the deformity of l2 vertebral body, inferior vena cava filter was noted centered at l3 level. Around, three months later, a chest x-ray was performed on patient reportedly experiencing chest pain, presence of the filter was noted with 2 linear metallic densities were seen in the right lower hemithorax and were not significantly changed from posteroanterior and lateral chest films from previous study, on which filter was stated to have been fractured but no detailed information was provided on this date. After, twelve days, another chest x-ray was performed on patient with shortness of breath due to hyperinflated lungs, presence of the inferior vena cava filter and apparent linear metallic densities in the right lower lobe were noted. After, ten days, chest x-ray was performed on patient with breath shortness due to hyperinflated lungs. 2 linear fragmented radiopaque foreign bodies were present within the posterior aspect of the right lung medially. These believed to be fractured legs from the indwelling partially visualized inferior vena cava filter. Fractured filter fragments embolized to right lung. Around one month later, the patient died because of respiratory failure from exacerbation of chronic obstructive pulmonary disease. Therefore, the investigation is confirmed for filter limb detachment. However, the investigation is inconclusive for perforation of the inferior vena cava (ivc).based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11: b3, g1, h6 (patient, method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that some time post vena cava filter deployment (date not provided) the patient expired. There was no specific device malfunction reported that may or may not have caused or contributed to the patient¿s death, the cause of the patient¿s death was not provided. No other pertinent patient, device or medical information was provided leading up to or surrounding the event. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with trauma situation/motor vehicle accident. At some time post filter deployment, it was alleged that filter limbs perforated and two detached limbs migrated to the right lung. The device has not been removed and there were no reported attempts made to retrieve the filter or detached limbs. The patient reportedly expired.

Manufacturer narrative:
Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately thirteen years post deployment, a chest x-ray indicated two foreign bodies found to be present within the posterior aspect of the right lung medially. They were concluded to be fractured ivc filter fragments embolized to right lung. Therefore, the investigation is confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc. Based upon the available information, the definitive root cause is unknown. At this time it is unknown the relationship between the filter and the reported death. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.